Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm and vessel morphology from the time of implant were not reported. Currently the proximal aortic neck is severely angulated with a fusiform aneurysm. It was reported that the patient was lost to follow up and presented emergently to the emergency room with back pain. A CT showed that the aneurysm had ruptured due to a distal stent graft migration with a type I endoleak present. The patient was treated with an endurant aortic cuff 28x28x49, a talent converter and 2 occluder stent grafts followed by a fem-fem bypass. The stent graft migration and endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak, aneurysm rupture. Aortic neck angulation. Conclusion: aortic neck angulation.